Event description:
The user facility reported a 85-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was doing well and plans were to remove impella the next day. The patient had accidentally pulled the impella out of the eft ventricle¿(lv) into the aorta causing the automated impella controller (aic) to alarm the impella in the aorta. Patient was stable with no changes in hemodynamics after this happened; physician removde the impella since they were planning on removing it the following day. Patient did fine after removal and site was surgically closed achieving hemostasis. No known patient harm or injury.

Manufacturer narrative:
The medical center returned the pump for investigation into the pump's malpositioning. The anchor button functioned with no issues. In conclusion, it was determined that the cause of the positioning issues was the separation of the blue butterfly from the repo unit due to patient movement. This report is being filed as part of a retrospective review of historical records.